Manufacturer narrative:
The sample was tested an additional 3 times and all 3 replicates were (B)(6). Two additional samples, one from immediately before the sample in question and one from immediately after the sample in question were repeated. The initial results and the repeat results were all (B)(6). The issue was not replicated. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed an initial (B)(6) advia centaur (B)(6) result that did not match patient history. The sample was (B)(6) upon repeat testing on the same advia centaur and on a different advia centaur. The initial result was not reported. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(6) result.

Manufacturer narrative:
MDR 1219913-2017-00083 was filed on april 19, 2017 reporting an initial (B)(6) advia centaur (B)(6) result that did not match patient history. The sample was reactive upon repeat testing on the same advia centaur and on a different advia centaur. On may 25, 2017 additional information a siemens' representative went on site an performed a total service visit. No issues were found. Twenty (20) replicates of the low and high qc material were run and precision and accuracy were good. Results were verified and accepted by the customer. The root cause of the issue could not be identified. The system is operational.